Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus on drawer 2.2 repeatedly. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer was not detected on the bus and required recovery. A field service engineer logged into the station, powered it down, disconnected and reset the rowboard and bus cables, reassembled the drawer, powered the system back on, and verified drawer and cubie detection through testing. The system functioned as intended after the field service engineer repaired the device.